Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned out of original packaging. The anchors were not returned with the device. The device was returned in the t1 pre-deployment position indicating the device has been triggered twice. The device doesn't show any sign of damage. A functional evaluation revealed the device functioned as expected without the ability to test deployment of anchors due to not being attached to device. A review of the instructions for use found: if the deployment slider does not return to its most proximal position after t1. Deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a meniscus re-fixation, the fist suture anchor was inserted without any problems. However, during reloading, the pushrod was not transported behind the second suture anchor. Therefore, the second suture anchor could not be inserted into the meniscus. The first suture anchor could not be removed. Finally, the procedure was successfully completed without significant delay using a back-up device. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.